Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, age and gender not provided for reporting. Unknown when non-union or pain began. This report is for an unknown screws: cortex/unknown lot. Part and lot number are unknown; UDI number is unknown. Unknown if complainant part is / not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an original date of implant on (B)(6) 2017. Patient complained of some pain and a follow-up x-ray was performed on an unknown date. It was found that the patient had a non-union of left medial malleolus. Two (2) 40 mm 4.0 cannulated cortex screws and one (1) 42 mm 4.0 cannulated cortex screw were removed intact and replaced with a 3-hole hook plate on (B)(6) 2018. There were no patient harm and no time delay reported. All the removed implants were intact. No additional information is available. This complaint involves two (2) devices). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
510k: this report is for two (2) unknown 4.0mm cannulated cortex screws 40mm/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.